Manufacturer narrative:
Hill-rom technical support asked the account to check the brake clock assembly and cabling. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2006 and 2008 through 2014. It is unk if the facility performed any other preventive maintenance on this bed. No further information si available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported that three of the four brake casters are not holding while in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).